Event description:
The customer reported that the left monitor has burn in it of the ge oec logo page. It leaves a dark square in the middle of the image when being used, making it difficult to see details.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.